Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced lost of appetite, light headedness, puffy eyes and lethargic. The cgm reading was around 50 mg/dl, and the blood glucose reading was 594 mg/dl. The patient´s wife drove the patient to the hospital. At the hospital the cgm reading was still around 50 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous insulin. The patient was admitted into the intensive care unit (ICU) and was discharged after 3 days. At the time of the report the patient was still feeling tired, but it was understood that the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. At the ER, the patient's blood glucose was checked and was reported to fall within the d zone of the parkes error grid. No additional patient or event information is available.